Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Quality control investigation of returned test strips on 1/07/2016 produced lo readings and black chemistry was observed. Most likely underlying root cause of appearance for black chemistry is improper storage. Note: customer has not tested in a year. Caller had no other strips.

Event description:
Customer complains of "lo" results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 110-125mg/dl fasting. Verified test strips expire 03/31/2017. Customer's test strip were opened one year ago. Reviewed meter memory: (B)(6). Memory concerns: all results. Customer was calling asking what lo meant. Customer has not test in a year. Caller was told to start testing, but his supplies were opened at least a year ago. Time was not set in meter.